Event description:
It was reported that during a da vinci myomectomy procedure, the customer noted that the fenestrated bipolar forceps instrument cable was frayed. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were undamaged. No other damage was found. An additional observation not reported by site was that the instrument's grip tips was bent. One grip was bent, causing side to side misalignment of grips. There was a .053 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Instrument passed electrical continuity testing. Failure analysis concluded that damage was likely due to mishandling. No other damage was found.